Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 4 months. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient collapsed at home at 0428 on (B)(6) 2017. The patient was found in pulseless electrical activity by the paramedic on the scene, and resuscitation efforts were performed. The patient was transferred to the emergency department of the implanting center and was pronounced dead after resuscitation attempts were unsuccessful. The system controller log file sent to the manufacturer's technical services representative captured 2 hours and 30 minutes of activity, and consisted of low flow events. The lvad equipment appeared to be operating as expected and did not appear to have contributed to the patient¿s collapse. The pump appeared to be functioning as expected. The pump was not explanted. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis; however, the system controller log file was submitted for review. The submitted system controller log file contained approximately 2 hours and 38 minutes of data. A constant low flow hazard alarm was observed throughout the duration of the log file, corresponding with the estimated pump flow value being captured below the low flow threshold of 2.5 lpm. The estimated pump flow value was captured at a constant value of 2.4 lpm, until approximately 2 hours into the log file when the flow decreased to values reaching 0.7 lpm. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The pump appeared to have operated as intended and maintained pump speed per specification throughout the duration of the log file. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.